Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that after a failed recovery attempt, all pockets in drawer 6 failed and would not recover. A field service engineer found that the main full-height drawer 6 had failed. The field service engineer replaced the main controller board and the retractor band for the main full-height drawer 6. The drawer was then configured in space configuration mode to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the 5center main drawer 6 and pockets failed and wouldn't recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.